Manufacturer narrative:
The investigation determined the issue was resolved by the service actions.

Manufacturer narrative:
The reagent lot number was 688124. The expiration date was requested but was not provided. The field service engineer checked the sample/reagent probe liquid level detection (lld) and alignments. The customer noticed the plastic tubing at the top of the probe was not running over the metal wheel. Analyzer performance testing was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable troponin t hs results from the cobas e411 rack analyzer. The initial result was 17 pg/ml and was reported outside of the laboratory. The repeat results were 9 pg/ml, 11 pg/ml and 11.8 pg/ml. The report was amended and resent to the clinician.